Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot codes were not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. Follow-up with the complainant has been conducted for the catalog number and lot number and this information.

Event description:
Report of potential claim received from (B)(6) regarding revision of depuy/corail hip implants. Revision due to raised ion levels and fluid collection.

Manufacturer narrative:
(B)(4).

Event description:
Update (B)(6) 2017: claim letter received. Claim letter alleges pain. Updated product and lot information. There were no medical records provided. This complaint was updated on: (B)(6) 2017.

Manufacturer narrative:
Report of potential claim received from kennedys regarding revision of depuy/corail hip implants. Revision due to raised ion levels and fluid collection. Update (B)(4) 2017: claim letter received. Claim letter alleges pain. Updated product and lot information. There were no medical records provided. This complaint was updated on: (B)(4) 2017. Update (B)(4) 2017: additional information received. There is no new information added. This complaint was updated on: (B)(4) 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.